Event description:
The ge oec 9800 fluoroscopy system was reported to make an error tone and then lock-up. Service response found the system showed an iris pot error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the collimator for the iris pot error that was found to be the malfunction. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.